Event description:
Additional information was received. The cause of the event was not determined. The distal tip of the pipeline failed to open upon in-situ deployment, and the segment that failed to open was located at a vessel bend. An attempt was made to retrieve and reopen the stent, but no balloon or other devices were used, and the overall range of motion during the procedure was minimal.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. The pushwire was not returned with the braid. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found open, with no damage. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer's report of failure to open at the distal end was not confirmed, as the distal and proximal ends of the braid were found open, with no damage. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate, which rules it out as a potential cause. In this event, the damaged braid and deployment of the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon initially planned to deploy a 5-35 stent for a large aneurysm and loosely pack some coils. During the procedure, the first 5-35 stent was opened at the tip end in the middle cerebral artery and then the system was withdrawn to cover the aneurysm neck at the internal carotid artery. However, the proximal coverage of the aneurysm neck was inadequate, and angiography revealed a significant jet flow. Therefore, the surgeon planned to bridge with another 5-35 stent. After standard hydration, the stent was delivered to the internal carotid artery. Considering that there was already a stent in the parent artery, the surgeon chose to deploy the second stent just below the tip end of the first stent. During microcatheter withdrawal, about 10 mm of the stent tip was exposed but the stent did not fully open. The surgeon attempted to retrieve and redeploy the stent, but it still did not open sufficiently. The stent was then removed and replaced with a 5-30 model, which was opened from the middle cerebral artery, withdrawn to the internal carotid artery, and successfully opened. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an indication that is approved (on-label). No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery segment aneurysm with a max diameter of 27 mm and a 9 mm neck diameter. The landing zone was 4.7mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 1. The angiographic result post procedure was intracranial left internal carotid artery aneurysm. Ancillary devices include a 8f puncture sheath, 8f guiding guide catheter, phenom27 microcatheter, synchro14 guidewire,  qc-25-50-3d  qc-25-50-3d,qc-22-50-3d,qc-20-50-3d,qc-18-40-3d colis, 6f115navien intracranial support catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.